Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The reported issue with the placement signal was not determined due to an inability to reproduce.

Manufacturer narrative:
During the investigation of this automated impella controller (aic) device complaint, a related complaint involving the impella pump was identified on (B)(6) 2026 and assessed as a reportable malfunction (refer to h10 for the related report number for the impella pump). The returned device has been received, and updates were made to d9 accordingly. The investigation is ongoing. Additionally, a need to update the complaint coding for the aic was identified and completed to more accurately reflect the reported event. This update included the removal of coding for "display or visual feedback problem" and addition of "placement signal issue/device sensing issue." As a result, h6 health effect clinical/impact and medical device problem coding was fully updated and should be considered the representation of the reported event. Correction was also made to d1 brand name and d4 unique device identifier was corrected accordingly.

Manufacturer narrative:
This follow-up report is being submitted to report section d suspect device lot, serial, and UDI, and section h4 device manufacture date which was inadvertently omitted in the initial report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after insertion, the placement signal and the left ventricular signal were initially elevated beyond the visible portion of the display screen. An adjustment was made, after which no further issues were observed. There were no alarms on the controller, and no damage or disruption to patient care occurred.the patient subsequently experienced a continued decline in blood pressure to approximately forty over thirty millimeters of mercury and received intermittent intravenous push epinephrine. A repeat echocardiogram showed that the device position was appropriate; however, the left ventricle was noted to have no movement. The family elected to discontinue further interventions and changed the patient¿s status to do-not-resuscitate. The patient expired while on support. The catheter was not available for return or evaluation at the time of death.

Manufacturer narrative:
The following corrections were made: b5: event description. Clinical narrative has been completed and captured. Section b7. Medical history has been captured. Section h1: type of reportable event has been corrected to death. Accordingly, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly.

Event description:
An 82-year-old male with a medical history significant for coronary artery bypass graft surgery and diabetes mellitus underwent implantation of an impella cp device for temporary mechanical circulatory support. The indication for use was cardiogenic shock secondary to an acute myocardial infarction. The impella cp device was percutaneously implanted via the left femoral artery as a bailout strategy during coronary intervention. The patient underwent percutaneous coronary intervention to the circumflex artery, (percutaneous transluminal coronary angioplasty, stent placement, and intravascular ultrasound). Prior to initiation of impella cp support, the patient required multiple inotropic and vasopressor therapies (greater than three agents) as well as respiratory support. The society for cardiovascular angiography and interventions (scai) shock classification at the time of impella cp initiation was stage e. Following impella insertion, the placement signal and left ventricular (lv) signal were observed to be elevated beyond the calibrated display range on the automated impella controller (aic) console. Device adjustment was performed, after which the signals returned to an acceptable range, and no further signal abnormalities were reported. No alarms were noted on the console, and no disruption to patient care occurred. The patient continued to experience progressive hypotension with blood pressure decreasing to 40/30 mmhg despite administration of intravenous push epinephrine every five minutes. Echocardiography was performed to reassess the impella device position and confirmed appropriate impella positioning; however, the left ventricle demonstrated minimal to no contractile activity. The patient remained on impella support at a pump performance level of p-8 with reported flows of approximately 3.5 l/min. The family elected to discontinue further aggressive care. The patient was designated do not resuscitate and subsequently expired while on impella cp support. The device-related complaint involving the automated impella controller (aic) is conservatively reported as death. The transient abnormal display resolved following adjustment with no recurrence, no interruption of hemodynamic support, and no device exchange performed. In this case, based on the available information, the patient¿s demise is primarily attributable to the patient's underlying condition, including ongoing hemodynamic deterioration in the setting of profound cardiogenic shock (scai stage e), persistent hypotension, and the requirement for multiple inotropic and vasopressor therapies (greater than three agents) prior to and during impella support. With respect to the impella cp pump, no evidence of device malfunction or inadequate pump performance was identified. Device position was confirmed to be appropriate by echocardiography.